Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection. The pump was explanted, corpora fixed with salvage treatment and replaced with a malleable device. There were no further patient complications.